Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In the future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause was identified as a defective control board (msp950455). After replacing the part as correction, the unit was working as required. There was no patient or user harm. The identified root cause was confirmed.

Event description:
Customer reported- device is alarming "check humidifier" on the vent screen and the humidifier droplets are showing in yellow, and on the humidifier screen its showing 2 warning triangles; one at each limb, flashing alternately. The leds associated with the limbs are green. Its set to deliver niv, 37 degrees c and is showing 35. There is defo air flow getting to it because when I disconnect a limb I get soaked.